Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the attachment device had damaged bearings, nose cone and the ball bearings fell apart. This event did not occur during surgery. There was no patient involvement. It was noted in the service order that the device had an unspecified malfunction. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional information: upon further evaluation of the returned device, it was determined that the device tool could not be mounted and the extension housing was damaged. It was also determined that the device failed pre-test for visual assessment and cutter insertion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.